Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 3 atms. The number of inflations and to what atms is unk. The lesion being treated was a 90% stenotic lesion in the distal rca. A fielder guide wire, a j&j jr4 guide catheter, a avita 3.0 balloon catheter, a cypher stent, and a guidant inflation device were also used in the procedure. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "fine".